Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received of error code which indicate a loss of communications. The ventilator was not on a patient at the time of the event.